Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had notified the device treating health care professional (hcp) of having received frequent atrial fibrillation (af) alerts. The hcp reviewed the alerts and determined device exhibited farfield oversensing. The hcp called technical services (ts) for programming assistance. Ts discussed programming optimization options with the hcp. At this time, this ICD remains in service. No adverse patient effects were reported.